Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2011 device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A distributor reported that the keypad buttons are no longer responsive.